Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after a period of use during a lap adrenalectomy, the jaws of the device did not open. There was no patient injury, and a new device was used to continue the procedure.

Manufacturer narrative:
One used lf1637 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual and mechanical evaluation found the jaws were closed and difficult to open with the handle. Further inspection found the latch pin on the handle was bent, which prevented the handle from moving smoothly along the track within the device body. A bent pin occurs when the handle is forced open. The investigation identified the root cause of the bent pin to be mishandling by the user. If information is provided in the future, a supplemental report will be issued.